Event description:
The reporter stated that they have experienced issues with the white plug falling out of the body on the stopcock assembly. There was no patient injury or treatment associated with this event.